Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms and false asystole events) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to contamination in ECG "c". The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. . No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and that the patient's device was recording false asystole events.